Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was not working. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's external flow sensor was replaced to address the issue.